Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message was confirmed during the functional testing and archive data review. The investigation findings revealed that the returned platform's driveshaft was not at "home" position. Per the autopulse user guide instruction, to clear user advisory (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Therefore, the root cause of the reported complaint was likely attributed to user error. Unrelated to the reported complaint, very sticky clutch plate on the returned platform was observed during visual inspection. Clutch plate deburring was performed to remedy the issue. During platform's archive data review, records of multiple error message (ua) 45 was identified on the reported event date, thus confirming the reported complaint. Unable to perform initial functional testing due to (ua) 45 (not at "home" position after power-on/restart) error message displayed upon powering on. The drive shaft was rotated to "home" position to clear the (ua) 45 error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests and it is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) message on the control panel. The user was unable to clear the error message and continued with manual CPR. No known impact or consequence to patient information was provided.